Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. Corresponding retention test strips (lot 304974) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable results from coaguchek xs plus meter serial number (B)(4) for two patient samples. Patient 1: at 1130, the result from a laboratory using recombiplas reagent was 3.0 inr. At 1135, the result from the meter was 3.9 inr. The therapeutic range was 2-3 inr. Patient 2: at 1210, the result from a laboratory using recombiplas reagent was 2.7 inr. At 1215, the result from the meter was 4.3 inr. The therapeutic range was 2-3 inr. There was no allegation of an adverse event. Relevant retention test strips (lot 304974) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Retention material complies with the specification.